Manufacturer narrative:
E1: initial reporter postal code ¿(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from an unspecified location. Following a full seven days of treatment, it was observed that there was liquid inside the device casing, however outside the device bladder. When tipped upside down, it also leaks out from around the top. This issue was observed at the hospital after patient infusion. The device was filled with fluorouracil hs (accord) 2741mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there were droplets of fluid located on the interior wall of the device. The reported condition was verified. The cause of the reported condition could not be determined; however, the droplets resemble condensation and condensation is a natural process by which water vapor in the air is changed into liquid water; water that collects as droplets on a cold surface when humid air is in contact with it; therefore, condensation is potentially a use-related and is not a leak from the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.